Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(4) clinical study. This complaint is being reported based on the event of fever requiring prolonged hospitalization and treatment with 'antibacterial agent'. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty procedure performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patient developed a headache with a fever (over 38 degree celsius). The patient was administered 'antibacterial agent' to treat the fever and hospitalization was extended based on the determination that the fever was high. Blood culture was performed, but no fungus/ bacteria was detected. The physician noted that it was unknown if these events were related to the bt treatment. Additionally, the physician assessed that the fever caused the headache, although the exact root cause of the fever was unknown. On (B)(6) 2017 the patient recovered from the event and was discharged from the hospital.